Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection amikacin (125mg, frequency, route and duration not reported), injection of reflin (1g, frequency, route and duration not reported) and injection heparin (1000 iu, frequency, route and duration not reported). The patient did not require hospitalization. At the time of this report the patient was recovering from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available. This is report 1 of 3 involved in this peritonitis event.